Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to unspecified issues. All the components were removed and a new aus was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. It was not confirmed that the patient had an aus previous to this surgery. The patient presented recurring incontinence. The patient had a good outcome.